Event description:
For the last 6 months, I have been experiencing itchiness in my eyelids and at least three eye infections that were treated with tobrex. All of this appears to be a result of wearing a new contact prescription for acuvue oasys with hydraclear. I thought it was allergies and went to the doctor who advised taking allergy medication. Itchy eyes persisted nonetheless and infection reoccurred. Tried eliminating my makeup; one by one removed or replaced mascara, shadows, eye makeup remover. Tried changing the brand of contact disinfectant/cleaners. Itchiness and crusting of eye persisted. Finally, I found other people on internet having same problem and stopped wearing contacts... And eye itchiness and discharge -crusty in the morning- stopped. Appears to be a problem with the silicone or breaking down of the silicone in the contact. I will return to the optometrist and request a different brand of contacts. Not sure if there is any permanent damage to vision, but I cannot say that having 3-4 eye infections in the last 6 months is healthy. Dates of use: 2008 - early 2009. Diagnosis or reason for use: poor vision. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.